Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), aortic dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate manipulation of the delivery system in the patient's tortuous anatomy along with the mechanisms above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, aortic dissection occurred. As the patient's descending aorta was severely tortuous, a non-edwards sheath was inserted to the aortic arch. The valve was implanted without problem. Final angiography revealed the dissection at the ascending aorta. Conservative management was chosen. After the procedure, the heart team discussed treatment for the dissection. As the false lumen was large, the aortic arch was replaced. Per the physician, it is highly possible that the delivery system caused the dissection.

Event description:
Additional information was received. The patient passed away on postoperative day 31. The cause of death is not available. It was reported that the patient could not tolerate the invasive treatment (surgical repair of aortic arch) and did not recover since the surgery until the death.

Manufacturer narrative:
Added additional information b.2 code, b.5, and h.6 health effect impact code. Corrected h.1.